Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reported the item is broken near the screw area. On (B)(6) 2011, surgical rep reports via e-mail that a laparoscopic supracervical hysterectomy was being performed when the proximal end of the actuating rod, where the handle pin intersects that end of the rod assembly, broke during manipulation. This area is always external to the pt. The instrument jaws would not function with manipulation of the handle. There was no pt injury.